Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. The date of death is unknown. The name and email address of the initial reporter are not available / reported. (B)(6). [Conclusion]: the healthcare professional reported that during a thrombectomy procedure that was targeting an occlusion in the m2 segment of the middle cerebral artery (mca). An 8f optimo guiding catheter (tokai medical products), a catalyst® 6 catheter (stryker), and a trak 21 microcatheter (stryker) were inserted into the target lesion. The physician deployed the 5mm x 37mm embotrap iii revascularization device (et309537 / 21j161av) and attempted to withdrawal it with the catalyst® 6 catheter via the combined technique. After the embotrap iii device was removed, angiography was taken and a subarachnoid hemorrhage (sah) was confirmed. The patient subsequently expired. The physician commented that ¿there was no sensation of pulling the blood vessel. I think it was an event that could have happened with any stent rather than a bad effect of the embotrap.¿ it is not known if a continuous flush was maintained. The complaint device is reported as not available for return. Additional information was received on 20-may-2022. The information indicated that it was an atherothrombotic cerebral infarction. It cannot be excluded that the sah may have occurred during the use of the embotrap device. The physician commented that, ¿it is possible that embotrap pulled the penetrating branch and became sah, but the same phenomenon may have occurred even when using a stent retriever manufactured by another company. The complaint product was used according to the usage.¿ on 31-may-2022, limited additional information was provided. The information indicated that the patient suffered from an atherothrombotic cerebral infarction, but the clot characteristics, length and density during the procedure was unknown. The physician did not mention any device performance issue as related to the embotrap device during the procedure. The sah occurred on (B)(6) 2022, but the date of death is unknown. Based on complaint information, the device is not available to be returned for analysis. A review of the manufacturing documentation associated with this lot (21j161av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Subarachnoid hemorrhage (sah) and death are well-known potential adverse events associated with endovascular mechanical thrombectomy and are listed in the embotrap instructions for use (IFU) as such. There are clinical and procedural factors including vessel characteristics, clot burden, device selection, and mechanical manipulation of devices within the artery that may have contributed to the event. There is no indication that the device malfunctioned, or that the event is related to a design or manufacturing issue. Since the sah was fatal, and the relationship of the device to the reported event cannot be disassociated, the event meets MDR reporting criteria with the classification of ¿death.¿ as part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a thrombectomy procedure that was targeting an occlusion in the m2 segment of the middle cerebral artery (mca). An 8f optimo guiding catheter (tokai medical products), a catalyst® 6 catheter (stryker), and a trak 21 microcatheter (stryker) were inserted into the target lesion. The physician deployed the 5mm x 37mm embotrap iii revascularization device (et309537 /21j161av) and attempted to withdrawal it with the catalyst® 6 catheter via the combined technique. After the embotrap iii device was removed, angiography was taken and a subarachnoid hemorrhage (sah) was confirmed. The patient subsequently expired. The physician commented that ¿there was no sensation of pulling the blood vessel. I think it was an event that could have happened with any stent rather than a bad effect of the embotrap.¿ it is not known if a continuous flush was maintained. The complaint device is reported as not available for return.additional information was received on 20-may-2022. The information indicated that it was an atherothrombotic cerebral infarction. It cannot be excluded that the sah may have occurred during the use of the embotrap device. The physician commented that, ¿it is possible that embotrap pulled the penetrating branch and became sah, but the same phenomenon may have occurred even when using a stent retriever manufactured by another company. The complaint product was used according to the usage.¿on 31-may-2022, limited additional information was provided. The information indicated that the patient suffered from an atherothrombotic cerebral infarction, but the clot characteristics, length and density during the procedure was unknown. The physician did not mention any device performance issue as related to the embotrap device during the procedure. The sah occurred on (B)(6) 2022, but the date of death is unknown.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 02-jun-2022. [Additional information]: on 02-jun-2022, additional information was received. The information indicated that the clot characteristics including length and density is not known; the physician was asked but he responded ¿unknown.¿ related to whether the subarachnoid hemorrhage (sah) was at the site of the occlusion, the response received is as following: the obstruction site was the m1 middle-distal, but the bleeding point was ic-top m1 proximal. The physician did not notice the bleeding when the thrombus was removed; the sah was noted on post-operative computed tomography (CT). The etiology of the sah is unknown. The physician commented that, ¿when I pulled out the embotrap, I might have pulled the penetrating branch together. Or it may have been punctured when raising the catalyst 6. The strategy was bad. I think I should have done pta with a balloon instead of removing with a stent.¿ the information indicated that only one (1) pass was made with the embotrap iii device; no additional medical treatment was performed. It was not known whether a continuous flush was maintained. The sah occurred on (B)(6) 2022, and the date of death was reported as within a few days to a week after the procedure. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.